Event description:
The following was reported by the pt: pt reported that in (B)(6) 2001, he was implanted with a composix kugel mesh to repair an inguinal hernia. In 2010 a surgeon performed a CT scan which showed the mesh to be fractured. The surgeon then performed a partial explant of the mesh (85%). The surgeon told him that the ring had fractured and the mesh had hardened and broken apart. He used a stomach wall to repair the site. He provided the pt with a portion of the mesh. There was a portion of mesh (15%) adhered to the femoral artery. The surgeon told him that he would need another surgery to have a vascular surgeon remove the rest of the device. In 2011 having recuperated from the revision procedure he had a vascular surgeon explant the remaining mesh (15%).

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for eval. This MDR includes all pt, event, and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The pt reports undergoing an explant where the composix kugel mesh was noted to be fractured. Currently, medical records and product identifiers have not been provided; therefore, a manufacturing review is not possible. Additionally, no sample was returned for eval. With the available information, no conclusion can be drawn at this time.